Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the display screen in use at the time of the event was not specified. The patient's memory of the event was poor. No bg or cgm values were specified. His blood sugar had spiked significantly, and at some point he lost consciousness. His grandparents called emergency medical services (ems), and he was transported to the emergency room via ambulance. He was hospitalized and treatment medication included saline, an antibiotic (amoxicillin), and his regular pills. He did not remember other medication names. His insulin pump and cgm sensor were removed prior to diagnostic imaging (MRI and CT scan). Although he did not remember how the devices caused the event, they contributed in some way to the event as they were removed at the hospital. At the time of the report, the patient was feeling okay. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information h6: investigation findings.

Event description:
Subsequent to the follow up MDR, data was provided for investigation. Data review indicates that the sensor session started at 4:59 pm on (B)(6) 2025 (the patient alleged that the sensor was inserted on (B)(6) 2025). On the date prior to the reported event (B)(6) 2025), the data indicates that a rising fast alert followed by a high glucose alert were triggered late at night and the alerts produced notifications with vibration appropriately (quiet mode was active). On the date of the reported event (B)(6) 2025) the performance data found no breaches of high or low thresholds. The data did contain two brief gaps in the logged data; however, these gaps are not believed to have contributed to the user¿s experience. There were no bg meter calibrations performed during the entire session. The allegation was undetermined. The probable cause could not be determined.